Event description:
It was reported that the patient was experiencing shocking and burning sensation in the legs and was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Event description:
It was reported that the patient was experiencing shocking and burning sensation in the legs and was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility. Additional information was received that the ipg had migrated and the patient experienced inadequate stimulation.